Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain abdomen") in an adult female patient who had essure (batch no. B40020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included oral contraceptive, urinary tract disorder, dysuria, hematuria, abdominal pain and impaired fasting glucose. Concurrent conditions included meralgia paresthetica, vitamin d deficiency, hypertension, insomnia, gerd, irregular menstruation, blood pressure raised, weight gain, insomnia, bloating, nausea, back pain, hot flashes, dysfunctional uterine bleeding, dizziness, hypertension, uterine leiomyoma, benign essential hypertension, morbid obesity and irregular menstruation. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, anaemia and dysmenorrhoea was resolving, the vaginal haemorrhage and menorrhagia had resolved and the dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on (B)(6) 2014: hemoglobin 10.4 g/dl (low) red blood cells (rbc) 3.58 x10e6/ul (low). Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion the dye showed it was blocked and I could stop taking birth control pills. Ultrasound scan - on an unknown date: anteverted uterus. Large mass noted anterior to the uterus appears to be a large single complex fibroid with calcification vs conglomerate of multiple fibroids. The area appears to be outside the uterus (subserosal vs pedunculated). The area measures 9.3 x 6.2 x 5.9 cm. There is vascularity noted around and within the area. There is a simple cyst noted on the right ovary measuring 35 x 31 mm. The left ovary is not visualized at this time. There is no significant free fluid noted in the pelvis.. Ultrasound scan vagina - on (B)(6) 2014: 10 cm exophytic fibroid in the uterus anteriorly, stable to minimally increased in size compared to 2011. 2. 3.7 cm solid and cystic structure at the periphery of the lower uterine segment on the left. This is not identified on the prior exam and is of uncertain etiology but could represent a fibroid with cystic degeneration. Other neoplasm not excluded. MRI may be helpful for further evaluation. 3. Non-visualization of the left ovary. Unremarkable appearance of the right ovary.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : heavy vaginal bleeding,fatigue,menorrhagia,fatigue,long and heavier cycles,anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality safety evaluation of ptc(product technical complaints). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain abdomen") in a female patient who had essure (batch no. B40020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included oral contraceptive, urinary tract disorder, dysuria, hematuria, abdominal pain and impaired fasting glucose. Concurrent conditions included meralgia paresthetica, vitamin d deficiency, hypertension, insomnia, gerd, irregular menstruation, blood pressure raised, weight gain, insomnia, bloating, nausea, back pain, hot flashes, dysfunctional uterine bleeding, dizziness, hypertension, uterine leiomyoma, benign essential hypertension, morbid obesity and irregular menstruation. Concomitant products included hydrocodone bitartrate; paracetamol (norco) for pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, anaemia and dysmenorrhoea was resolving, the vaginal haemorrhage and menorrhagia had resolved and the dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on (B)(6) 2014: hemoglobin 10.4 g/dl (low). Red blood cells (rbc) 3.58 x10e6/ul (low). Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. The dye showed it was blocked and I could stop taking birth control pills. Ultrasound scan - on an unknown date: anteverted uterus. Large mass noted anterior to the uterus appears to be a large single complex fibroid with calcification vs conglomerate of multiple fibroids. The area appears to be outside the uterus (subserosal vs pedunculated). The area measures 9.3 x 6.2 x 5.9 cm. There is vascularity noted around and within the area. There is a simple cyst noted on the right ovary measuring 35 x 31 mm. The left ovary is not visualized at this time. There is no significant free fluid noted in the pelvis. Ultrasound scan vagina - on (B)(6) 2014: 10 cm exophytic fibroid in the uterus anteriorly, stable to minimally increased in size compared to 2011. 2. 3.7 cm solid and cystic structure at the periphery of the lower uterine segment on the left. This is not identified on the prior exam and is of uncertain etiology but could represent a fibroid with cystic degeneration. Other neoplasm not excluded. MRI may be helpful for further evaluation. 3. Non-visualization of the left ovary. Unremarkable appearance of the right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy vaginal bleeding, fatigue, menorrhagia, fatigue, long and heavier cycles, anemia. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received: lot number added. Following events were added: pain abdomen, abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: anemia, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse, fatigue. Concomitant conditions added. Medical history added. This case was changed from other event to incident. Event injury was deleted and was updated to more specified events such as abdominal pain, abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse. Reporter information added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.